Event description:
A caller reported an issue with a cartridge alarm 20 occurring on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.